Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The following physical damage was also noted: cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's up arrow button on the insulin pump was sometimes unresponsive. The patient's blood glucose at the time of incident was 181 mg/dl. Troubleshooting was initiated and the customer service agent confirmed the error. The insulin pump was returned for analysis and a replacement device was shipped to the customer.